Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual and functional inspections were performed on the returned device. The deployment issue was not confirmed. The investigation was unable to determine a cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a chronic totally occluded right common iliac to the internal iliac artery. A 7.0 x 150 mm armada 35 balloon catheter was used for post dilatation. A 6f sheath was used. An omnilink elite stent was implanted and post dilatation was performed without issue. A 9.0 x 100 mm absolute pro vascular stent was being implanted with the distal end of the absolute pro overlapping the omnilink elite. There was no resistance deploying the stent; however, after the stent was deployed the middle (approximately 20-30 mm) of the stent was stacked. A balloon catheter was used to post dilate the stent and another 9.0 x 80 mm absolute pro was successfully deployed over the stacked area and into the internal iliac to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.